Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer (fse) investigated the ventilator and solved the issue by cleaning the inspiratory pipe an the expiratory cassette membrane. After the fse investigation, the ventilator passed all functional and safety tests and was approved for clinical use. No logs were provided and no parts was replaced for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).